Manufacturer narrative:
(B)(4). Date sent: 05/05/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 04/08/25, d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? - how was the bleeding controlled? - how much blood was lost (ml)? - did the patient require a transfusion? - was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device vasecr35 with lot number 938c92; and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic nephrectomy procedure for the resection of a kidney, the surgeon used, among other things, vascular stapler with an endopath echelon vascular white reload for advanced placement tip (35 mm, 4 row) and that, in order to cut and close the renal artery. The surgeon placed the stapler jaws on the renal artery, closed them and fired. When the surgeon opened the stapler jaws, he noticed bleeding from the lower part of the renal artery. The surgeon controlled the bleeding and continued the surgery with the same vascular stapler and an additional vascular stapler on both of which he loaded additional 4 new reloads and completed the surgery. According to the report, in the reload that was used in the first firing, it can be observed that in one of the staple lines the staples came out only up until a quarter of the cartridge length and apparently did not come out in the remaining part. There were no adverse patient consequences nor surgical delay reported. Additional information was provided.

Manufacturer narrative:
(B)(4). Date sent: 05/09/2025. Corrected data: investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows four fully fired cartridges with b-formed staples on the cartridge deck. Based on the photo the event described could not be confirmed. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 05/14/2025 d4: batch #255d77 corrected data: d4 (expiration date, UDI), h4 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one vasecr35 reload was received fully fired and with damage on reload deck. Upon evaluation of the reload, it was received with the right side fully fired with the drivers fully up, and the outer row on the left side fully fired with the drivers fully up and the two inner left rows with the drivers partially up. In addition, one piece sled and some drivers were noted to be damaged. No functional test could be performed due to the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. A manufacturing record evaluation was performed for the finished device batch number 255d77, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2025. D4: batch # 938c92. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? No. How was the bleeding controlled? With clips. How much blood was lost (ml)? Unknown. Did the patient require a transfusion? No. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo showed four fully fired cartridges with b-formed staples on the cartridge deck. Based on the photo the event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. A manufacturing record evaluation was performed for the finished device lot number 938c92, and no non-conformances were identified. As part of ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.